Event description:
It was reported that, "the patient underwent hip replacement surgery on or about (B)(4)2006." It was further reported that," after implantation, the patient began experiencing and continues to experience audible sounds during motion emanating from the location of the device."

Manufacturer narrative:
The information in this report was provided by (B)(4). No additional information is available at this time. The devices are not available due to the ongoing litigation.